Manufacturer narrative:
The maj-855 in this report has not yet been returned to omsc for evaluation. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) informed that during an unspecified procedure the user facility noticed that body fluids passed through the one-way valve of the maj-855 due to backflow. The backflow reached to the connecting tube maj-1608 all the way up to the pump head connecting area of olympus flushing pump (ofp-2). The user facility used the olympus scope (pcf-h290zi) in combination with the maj-855. And it was also reported that an indigo solution was used in this procedure, and 2 to 3 minutes after the user facility conducted water supply using the maj-855 and suction using pcf-h290zi, fluids with an indigo color flowed backward. After few days later, abnormality was not found during visual inspection of the maj-855 by the olympus service staff and the user facility. In addition, by inspection with a syringe, it was confirmed that fluids do not flow backward through the one-way valve of the maj-855 device. As a result of confirming the maj-855, there was no abnormality found, so the user facility is conducting re-processing in accordance with the instruction for use and continuing to use the maj-855. And after the procedure maj-1608 was discarded. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".